Event description:
Treatment of an aneurysm. It was reported the proximal end of the pipeline did not open after deployment through a tortuous vasculature. The physician was able to used an alligator to retrieve the pipeline and implanted it in the aneurysm. No patient injury reported. Same event as MDR# 2029214-2011-00380.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).